Event description:
Probe passed pretest. At about 7 minutes into the freeze there was frosting on the shaft. Used warm saline to protect the skin while completing the 10 minute freeze. After freeze completed and probe thawed, removed probe and replaced with a pcs-24.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further investigation determined that a failed vacuum sleeve was the cause of the shaft frosting.